Manufacturer narrative:
(Allergic reaction) . Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the patient complained of allergic reaction on her skin which started on her back and is spreading now over her whole body.

Manufacturer narrative:
Additional info: this part is not approved for use in the us, however, a like device with part# 2990822, 510k# k073291 and upn (B)(4) is approved for use in the us.